Event description:
It was reported that the patient was hospitalized for av delay optimization. The device was reprogrammed and remains in use. It was noted that the patient was part of the (B)(6)study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 6944-65 implantable tachy lead: (B)(6) 2009; 5076-52: (B)(6) 2009; unknown competitor lead: (B)(6) 2009. (B)(4).